Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture and unspecified sensing issue. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issue were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil was stretched consistent with procedural damage. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Manufacturer narrative:
Correction: d6a and d6b section: previously the implant date and explant date should not be included in the initial report.

Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issue were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil was stretched consistent with procedural damage. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.